Manufacturer narrative:
G4: k192360, k220796. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was contaminated prior to the procedure. Prior to the procedure, an intellamap orion catheter was selected for use. It was observed that the catheter was contaminated. The device was replaced, and the procedure was successfully completed without patient complications.